Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the patient observed a power increase and came to the hospital where lysis therapy was initiated. After initial treatment pump parameters returned to normal; however, on (B)(6) pump power and lactate dehydrogenase (ldh) levels increased again. As a result the patient was administered a second round of lysis therapy. Two days later pump power increased again and the decision was made to take the patient for pump exchange. The last report received indicated that the patient remains in the intensive care unit. He is extubated, but is febrile, and on oral nutrition. Investigation is ongoing.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed dimensional verification and visual examination. Dimensional verification showed a slight deviation from the front housing disc curvature specification and back preload specification. However, per etr00435 these deviations are not expected to impact pump performance. Visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.